Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reported results for a neonate of 35 mg/dl and 60 mg/dl on the inform system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.